Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used a venaseal catheter during procedure. It is reported that the patient experienced an allergic reaction following use. The patient is taking anti-allergic drugs. There is discussion to remove the vein with glue to stop the allergic reaction. The information was obtained by doctor during the conference in and posted on social media.